Event description:
It was reported the colonovideoscope had no image. The issue occurred during inspection for use (prior to patient use). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was damage plug unit, additionally the cause of malfunction was traced to component failure olympus will continue to monitor field performance for this device.